Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 176 mg/dl. The troubleshooting was performed. The customer was advised to insert new battery and it return the display. The customer was advised to monitor insulin pump and we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.